Event description:
Reporter indicated that she was experiencing shortness of breath and chest pain, for which she went to the ER. At the ER it was found that she also had an elevated heart rate and decreased oxygen saturations. A number of tests were run which all confirmed that the issue was not likely heart or pulmonary related. Information was later received that the pt's neurologist decreased the pt's programmed output current which has resolved the issues, as per the pt.

Manufacturer narrative:
An evaluation of the lead concluded that the tip was most likely positioned in a way that exposed it to cyclic bending. Over time, the inner insulation became fractured, which could lead to the reported noise. The electrical measurements indicated a short between the pacing coil and the sensing cable. The lead exhibited normal pacing impedance and high voltage integrity.